Event description:
It was reported that during a photoselective vaporization of the prostate procedure (pvp) the console showed error codes. The case was not completed due to this event. No patient or user clinical consequences were reported.

Manufacturer narrative:
The device history record review (DHR) for this greenlight xps laser console found nothing to indicate any possible manufacturing service-related causes for the complaint. Based on the field service report, the lps was defective. However, the 2gb sd card on the mcb was full and caused this failure. The field service engineer (fse) replaced the sd card with a new one, recalibrated the laser and rebooted it many times without any more errors.the system recreated the log files on the new sd card. The failure seemed to be due to a full sd card on mcb and not from the lps. The fse performed maintenance protocol, electrical safety test passed, and tests in doctor mode passed. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure (pvp) the console showed error codes. The case was not completed due to this event. No patient or user clinical consequences were reported.